Manufacturer narrative:
It was reported to abbott, a patient¿s charging antenna had split in two and needed to be replaced. The patient was not able to charge their ipg and had not done so for 3 months. Their ipg was inoperable. The ipg was replaced without complications. Therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's stopped charging their ipg due to charger issues, thus ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient had their ipg explanted and replaced on (B)(6) 2024. Therapy was restored post-op.